Event description:
It was reported that it was discovered this right atrial (ra) lead exhibited high out of range impedance in bipolar configuration while boston scientific technical services (ts) was assisting the health care professional (hcp) program the pacemaker to magnetic resonance imaging (MRI) protection mode. However, the MRI protection mode was not possible as the device was programmed to unipolar. Ts provided options on how to proceed with the MRI scan. The device was reprogrammed to resolve the impedance issue. The lead remains in use. No adverse patient effects were reported.